Event description:
The core saber drill was sent for eval due to overheating while being tested prior a procedure. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Visual inspection found a cable cut, and testing found the bearings on the rotor assembly would not rotate smoothly.